Manufacturer narrative:
Concomitant medical products: 977a260 pain stim lead, implanted: (B)(6) 2020; 977a260 pain stim lead, implanted: (B)(6) 2020; 97702 pain stim ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a fall and that there was artifact on patient's electrocardiogram (EKG). The implantable pulse generator (ipg) exhibited suspected noise. The ipg remains in use. No further patient complications have been reported as a result of this event.